Event description:
It was reported by service report that the side rail had a broken weld with sharp edges exposed. Side rail was still able to be latched in the raised position. No patient involvement or adverse consequences are reported.